Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat the mildly calcified, moderately tortuous left anterior descending (lad) coronary artery. The lesion was pre-dilated with a 2.5x12 mm non-compliant (nc) balloon at 12 and 14 atmospheres (atm) and then the 3.50x48 mm xience xpedition stent was deployed. Post-dilatation was performed with a 3.5x15 mm nc balloon at 14 atm. A distal edge dissection was noted and a 3.5x28 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. No additional information was provided.